Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touchscreen became cracked after the customer fell on the pump screen. Reportedly, the pump became unresponsive. There was no reported impact to the customer's blood glucose level. Reportedly, the customer had manual injections available as alternative insulin therapy.